Event description:
It was reported that the customer received emergency medical care after her blood glucose levels dropped to 49 mg/dl. The customer's mother was unable to wake her and administered glucagon. Emergency medical services brought her to urgent care, and her blood glucose level was 68 mg/dl. The customer was off the insulin pump from (B)(6) 2014 but was on the insulin pump at the time of medical intervention. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.